Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to deliver a bolus, but the pump did not accept the values entered. Reportedly, the contact was unable to verify the values that were being entered, and was unable to verify if any alerts or alarms had occurred at the time of the event. Additionally, the contact was unable to provide a blood glucose level but believes there was no adverse impact. Upon reviewing the pump data logs, tandem technical support did not identify any bolus delivery issues which had occurred at the time of the reported event. Multiple attempts were made to obtain additional information from the contact/customer regarding the reported event; however, no further information was provided.